Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the monopolar energy was not firing properly. The technical support engineer (tse) reviewed logs and did not find any error related to the erbe. The customer informed that they need to use more energy to perform coagulation function using monopolar cautery. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using the same erbe. There will be no record created for w00023276 mentioned which has replacement of erbe for failure analysis.

Event description:
Refer to h11 for follow-up information.